Event description:
This is a spontaneous case report received from a medical doctor in united states on 15-aug-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Additional information received on 03-sep-2015. Physician had a difficult essure placement; he believed that device may not have deployed properly. He tried to remove it; however the patient's uterus was so edematous at that time that visibility was poor. Part of the implant was seen in the uterus and he tried to remove it but it was not possible. The patient was in pain. He is planning to perform hysteroscopy on friday (B)(6) 2015. In addition, on 03-sep-2015, product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a usability issue. The bayer reference number for the ptc report is (B)(4). Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to "deployment difficulty". Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a usability issue. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded "unconfirmed quality defect". The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure physician believed that device may not have deployed properly. He tried to remove it unsuccessfully. A hysteroscopy is planned in 2 weeks. The reported event was considered serious due to medical importance and is anticipated according to product technical analysis (ptc). During difficult insertions essure placement may be unsuccessful, in this particular case physician stated uterine visibility was poor; this may have been a contributory role in the reported event. Considering it occurred in association with essure placement, a causal relationship with the suspect insert cannot be excluded. Since an intervention will be required (hysteroscopy planned) due to the event; this case was considered an incident. The ptc concluded to unconfirmed quality defect (neither batch number nor complaint sample was available for a technical investigation). There is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information was received on 06-jan-2016 from medical assistant and on 07-jan-2016 from physician (downgraded to non-incident). Patient's initials, date of birth, weight and height were provided. This report refers to a (B)(6) female patient. Concomitant condition included obesity. Regarding medical history, gynecological history, the patient has an abdominal plaque from a dilation and curettage, so she was not considered to be a candidate for tubal ligation. She also has a history of a tummy tuck after a c-section, both in 2007. On (B)(6) 2015 essure 305 lot number c59250 was implanted. She was not postpartum. She was on depo-provera as back-up contraception. She had no pain from the procedure and she didn't complain of pain afterwards. The insertion was difficult as essure didn't deploy properly. The procedure took 45 minutes. To her, at the end of the deployment, it looked like trailing coils looked a little different than other insertions she had performed previously. The doctor sent the patient for an ultrasound after the first insertion procedure. She could not find the results in the chart. She did not know how much fluid loss there was from the first insertion. Regarding anesthesia, the patient had lidocaine for cervical block and the analgesic was ibuprofen and xanax, as that was usually helpful. The patient has depo-provera as back up contraception. On (B)(6) 2015 the patient returned for the second (essure) insertion with the same lot number for the left side. The second insertion was easy, the input was 400 cc and the output was 325 cc. The patient had a prescription for xanax for the procedure. She would check at the end of three months with an hsg test which was planned for the end of (B)(6) 2016. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure physician believed that that device may not have deployed properly. He tried to remove it unsuccessfully. A hysteroscopy was planned within 2 weeks but the physician did not remove this coil, instead, essure was placed in the left side two weeks later. The reported event was considered serious due to medical importance and is anticipated according to product technical analysis (ptc). During difficult insertions essure placement may be unsuccessful, in this particular case physician stated uterine visibility was poor; this may have been a contributory role in the reported event. Considering it occurred in association with essure placement, a causal relationship with the suspect insert cannot be excluded. This case was initially regarded as incident since a hysteroscopy was planned to remove essure. However, the physician did not remove it. Therefore, upon follow up information the case was regarded as non-incident since the planned intervention did not occur. The ptc concluded to unconfirmed quality defect (neither batch number nor complaint sample was available for a technical investigation). There is no reason to suspect a causal relationship to a potential quality deficit based on this report.